Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology model # ped2-500-20. The pipeline flex with shield device has not been returned for evaluation; therefore, product analysis cannot be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex with shield device did not open during a procedure. The patient was undergoing flow diversion of an unruptured aneurysm. It was reported that after positioning the medtronic microcatheter with biaxial system in the distal third of the internal carotid artery above the ophthalmic segment and beginning to release the pipeline. The physician progressed to the proximal mark where it is possible to resheathed the pipeline two times but this pipeline did not open. Resheathed the pipeline and changing the microcatheter, but pipeline still does not open. Prepared preparation of all materials according to instructions for use. The physician thought it best to change the whole system of catheter and pipeline and start over with a new measure of pipeline and another catheter where it was possible to continue the surgery. There were no reports of patient injury in association with this event.

Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the pipeline flex with shield pushwire was found protruding from the medtronic catheter hub. No damages were found with the distal tip. An attempt was made to remove the pipeline delivery system from the catheter, however; the delivery system was unable to be removed due to high resistance at the middle section of the catheter body. In order to remove the pipeline flex with shield delivery system from the catheter, the catheter was cut, and the delivery system was then able to be pushed out with a mandrel. No bends or kinks were found with the pipeline flex with shield pushwire. The distal hypotube was found to be intact with no elongation of the ptfe. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be intact. The pushwire was found to be detached at distal hypotube. The proximal end of the pipeline flex with shield braid was found to be collapsed. The distal end of the pipeline flex with shield braid was found to be collapsed. The dps sleeves were found intact and not damaged. The tip coil was found to be stretched and damaged. Due to the resistance when removing the pipeline delivery system from the catheter during analysis the pipeline was inadvertently detached. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as the proximal and distal ends of the pipeline flex braid was were found to be collapsed. It is likely the failure to open is the result of vessel tortuosity or re-sheathing the device more than the recommended two times. Per our instructions for use (IFU), the user should: "the system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex with shield embolization device. Re-sheathing the pipeline flex with shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.